Event description:
Account reports that they missed an anti-e on a new york state sample (june 21 pt event - 2nd event - sample ID (B)(6)). Account initially tested sample using resolve panel a lot ra743 (expired (B)(6) 2010). Account identified an anti-c and reported the result to the state. Results of the proficiency test indicate that the sample contained an anti-e, not an anti-c.

Manufacturer narrative:
Complaint was received beyond dating of product, therefore no testing was performed. (B)(4).